Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had been reprogrammed due to a known lead issue. It was also reported that the rv lead exhibited a polarity switch and was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.